Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? All. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? Asku. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? No the analysis results found that the device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, four clips were applied to the cystic artery; two on the patient side and two on the removal side. The surgeon cut in-between the four clips and all four clips came off the cystic artery. There was a large amount of bleeding. The surgeon used a second device to complete the case. The amount of blood loss is unknown, but the patient did not require a blood transfusion. The distal ends of the clips touched, but the middle portion was opened and looked like an "o". The patient is stable.